Event description:
The customer reported an alarm led failure and verified the error log confirmed the failure. Clinical usage is currently unknown; requests for further information have been made. There is no report of patient or user harm. The remote service engineer advised to replace the power switch overlay. The customer replaced the power switch overlay and the issue was resolved. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed.